Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient was at school and had a hard time breathing and his stomach hurt. The patient went to the clinic and the patient¿s cgm was reading 94 mg/dl while the bg meter was reading 500 mg/dl. The patient was wearing an omnipod insulin pump. The patient was treated by the school nurse with insulin (route not provided) and water. It was also reported that the patient had moderate ketones in his urine. At the time of report, the patient was reportedly ¿stable¿ however, his bg meter reading was 400 mg/dl and he was still in the school clinic. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.